Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty right monitor. System operates as intended.

Event description:
It was reported that the system right monitor went blank during a spine laminectomy. No patient injury was reported.